Event description:
A malfunction was reported on a pump, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through resetting the pump, and the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to contact support if the malfunction happened again, which they understood.